Event description:
A customer reported that the irrigation mode on a system was triggered on its own. The timing of the event and patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
With no additional, related information provided, the customer reported event of was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).